Event description:
Customer states she failed external proficiency for 3 out of 5 samples for po2 assay. Customer states she was using blood mode when performing the testing, and the results were compared correctly to results from other omni analyzers. Customer provided the following 3 external proficiency results which failed the allowable 8.00% error for po2, no units of measure provided: specimen 1 results, 118.4 and 100.4, mean=109.4 compared with peer mean of 83.6. Specimen 2 results, 112.3 and 116.5, mean=114.4 compared with peer mean of 101.5. Specimen 3 results, 376.3 and 307.4, mean=341.9 compared with peer mean 440.4. Customer states no pt samples were affected, and no known pt specimens suspected.

Manufacturer narrative:
The field service rep was unable to determine a cause. He found the instrument functioning normally and examined system for abnormalities finding none. He performed quality control to verify analyzer operation. The investigation is ongoing. If add'l info is received, appropriate notification will be provided.